Event description:
Customer reported that his blood glucose is 396 mg/dl and pump expired on (B)(6) 2014. Customer reported that the device alarmed motor error. Customer does not have a back up plan. Customer treated with a bolus and then got motor error. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.